Event description:
It was reported that during a shoulder procedure, the unit activated automatically without anyone pushing on the foot pedal or hand controls. It was further reported that the doctor indicated that this was the fifth time that this had occurred but only the second time that he had reported it.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.